Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The device was not returned for investigation, the reporter was not sure if the device had been saved. A follow up report will be submitted if the device is received or any further info is obtained.

Event description:
Customer reported set leaked from the clamped port when the unclamped port was being used to inject radiologic contrast with power injector (power injections are typically 5 ml/sec at 300 psi, which is within the limits of this set). The leak did cause a contrast splash, but there was no harm to the pt or staff. Although requested, no additional info was available.